Manufacturer narrative:
This report is submitted on august 5, 2021.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2019, and treated with antibiotics (type and duration not reported) due to pain around implant site. The implanted device remains.

Manufacturer narrative:
The device was not explanted but rather the implantation was on the opposite ear. This report is submitted on august 15, 2022.